Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was 385 mg/dl at the time of incident. Customer stated after eating lunch and also did a correction bolus they noticed that blood glucose level was 435 mg/dl and was not coming down. Customer stated that the cannula was bent. Customer declined troubleshooting. Customer stated that the auto mode feature was active. The insulin pump will be returned for analysis.